Manufacturer narrative:
Analysis was performed by bench service personnel which included connecting the device to a host monitor without any issues. The device was unstable when connecting the hose to the microstream port. The co2 module was struggling to function. The bench repair technician replaced the co2 module and carried out verification tests. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e reporting institution phone #: (B)(6). Section e reporter phone #: (B)(6).

Event description:
It was reported that on (B)(6) 2025, at 6 pm, the etco2 module stopped working during use, and it was indicated the interruption in monitoring resulted in severe harm. Another module was used to continue capnography along with a spot check monitor for spo2. There was no obvious damage to the device. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
Additional information received from a philips clinical engineer stated that the only alarms regarding etc02 that were noticed were: etco2 low, and co2 pump off with 2-3 minutes in-between each other. Further information was requested, regarding the reported severe harm, but no further information was able to be obtained from the customer. The device was returned to the philips repair bench. A bench repair technician (brt) tested the device. The unit connected to host monitor without any issues. The device was unstable when connecting the hose to microstream port. The module was struggling to function. The brt replaced the co2 module and carried out verification tests; the device passed testing. Based on the information available and the testing conducted, the cause of the reported problem was related to the hose connection to the mircostream port. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.